Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the liver ablation procedure, the probe was working properly in the liver and they were doing a ten minute ablation and half way through, the ablation stopped and when they removed the probe, the tip of the probe was broken. So they had to remove the probe and place a new probe. The procedure was completed with no patient harm.

Manufacturer narrative:
(B)(4). Date sent: 6/28/2022.

Manufacturer narrative:
(B)(4). Date sent: 7/18/2022. Investigation summary: no call home data could be found for this system in the given date range. Probe jj21nhc53727 (6 uses, 33:31) was investigated at neuwave. The probe had a broken tip and charring. No further information was available. The root cause of the damage is unknown. There is no lot information available at this time.

Manufacturer narrative:
(B)(4). Date sent: 1/6/2023. A search of nonconformities (ncs) was performed for lot: ml21117142. There were no observed nonconformities for this lot.